Event description:
It was reported a filter perforated the patient's inferior vena cava. On (B)(6) 1997, the patient had a greenfield vena cava filter (gvcf) implanted. On (B)(6) 2017, the patient underwent a computed tomography (CT) scan, which revealed the patient's gvcf had perforated the inferior vena cava (ivc) wall and that multiple struts eroded into the second and third portion of her duodenum. On (B)(6) 2018, the patient had an open surgery to remove the ivc struts that penetrated through her duodenum and vertebrate. The surgeon notes that several centimeter-long struts were exposed and cut with a wire cutter. The surgeon could not remove the entire filter.

Event description:
It was reported a filter perforated the patient's inferior vena cava. On (B)(6) 1997, the patient had a greenfield vena cava filter (gvcf) implanted. On (B)(6) 2017, the patient underwent a computed tomography (CT) scan, which revealed the patient's gvcf had perforated the inferior vena cava (ivc) wall and that multiple struts eroded into the second and third portion of her duodenum. On (B)(6) 2018, the patient had an open surgery to remove the ivc struts that penetrated through her duodenum and vertebrate. The surgeon notes that several centimeter-long struts were exposed and cut with a wire cutter. The surgeon could not remove the entire filter.